Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery 37 times. Customer's blood glucose level is 487 mg/dl. Customer advised they have changed the infusion set 7 times and changed the reservoirs 5 times. Troubleshooting for the no delivery alarm was performed. Customer was able to verify the insulin exiting the tubing. Troubleshooting was able to resolve the no delivery alarm issue. Customer declined to troubleshoot for high blood glucose.